Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a MRI and couldn't remember how to turn it off, so they took it. The settings are now ¿erased.¿ the patient noted that something was wrong, because her stimulator is not programmed like it was. This event had occurred on the day prior to the report. The patient wanted to have her device checked by a manufacturer representative. The patient hadn't recently been reprogrammed or switched to a new group. The patient was meeting with a health care provider on (B)(6) 2017. There were no patient symptoms reported.